Event description:
It is reported that the patient's blood glucose and sensor glucose levels do not match up. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.